Event description:
Boston scientific received information that while a health care professional (hcp) was stopping a threshold test when the patient reached loss of capture (loc), the loc continued on the right ventricular channel and it took several beats for capture to regain for the patient. This led to a period of asystole of greater than two seconds which was of concern since the patient is pacemaker dependent. No intervention has been performed and the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.